Manufacturer narrative:
Device analysis not available at the time of this report. A f/u will be sent when analysis is complete.

Event description:
The hcp reported the pt was experiencing withdrawal symptoms. A study was done that was okay. Another study demonstrated no movement of the rotor. The pump was explanted and replaced. A f/u report will be sent when add'l info is rec'd.